Event description:
It was reported to the aci sales professional that a patient underwent a diagnostic peripheral procedure on an unknown date. Access was obtained at the common femoral artery via a 5f procedural sheath. There was no report of pre-procedural femoral angiogram to assess suitability of closure. Following the procedure, the radiology technologist (rt) who is a trained user of the mynx, used the device for femoral arterial closure. It was reported that the rt shuttled down to expose the advancer tube and deployed the sealant. When the rt pulled back the advancer tube, the sealant came back with it. The device was removed and the rt converted the patient to 15 minutes manual compression where a successful hemostasis was achieved. No further information was provided.

Manufacturer narrative:
Visual inspection of the device showed the sealant was exposed beyond the end of the shuttle tube. The shuttle down procedure was simulated and the advancer tube was able to properly engage the tamp locks. Based on the provided information and the investigation performed, the probable cause for the reported failure to deploy could not be conclusively determined. The review of the lhr (lot f1110102) indicated that the mynx device met all established performance criteria prior to shipment.